Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that mesh was implanted along with concurrent total vaginal hysterectomy.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection.

Manufacturer narrative:
(B)(4): the patient underwent the concurrent procedures of a vaginal hysterectomy, cystoscopy, and anterior colporrhaphy during mesh implantation. It was reported that the patient experienced recurrence of pain, infection, abdominal swelling, urinary problems, and bowel problems. No additional information provided at this time. (B)(4).